Event description:
It was reported that the artificial urinary sphincter (aus) cuff and pump were explanted due to the patient experienced erosion through scrotum and infection. There were no patient complications.